Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control then replaced the device's therapy pcb and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The customer reported to physio that the device was used for dual sequential defibrillation. Use of the device for dual sequential defibrillator (dsd) shocks is considered "off-label use" of the device. Physio strongly discourages the use of the device for dual sequential defibrillation. The customer has been advised of this. The customer was sent a letter strongly advising against the use of the device for dual sequential defibrillation.

Event description:
The customer contacted physio-control to report that during a patient event the service indicator became present and their device had logged an event code in the devices memory. The code logged is related to a potential failure of the device to deliver defibrillation energy. The customer removed the device and used a backup device to continue care to the patient. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that during a patient event the service indicator became present and their device had logged an event code in the devices memory. The code logged is related to a potential failure of the device to deliver defibrillation energy. The customer removed the device and used a backup device to continue care to the patient. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly. It was observed that transistor, designator q8 was electrically shorted and caused no energy output to be delivered, an ¿abnormal energy delivered¿ message to be displayed and event codes to be logged.

Event description:
The customer contacted physio-control to report that during a patient event the service indicator became present and their device had logged an event code in the devices memory. The code logged is related to a potential failure of the device to deliver defibrillation energy. The customer removed the device and used a backup device to continue care to the patient. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.